Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney that the cardiac resynchronization therapy defibrillator (crt-d) system "malfunctioned" "resulting in death." Additional information reported that the device began to malfunction the day prior to the patients death. Additional information related to the cause and circumstances of the death were not provided.